Event description:
It was reported that the patient experienced a burning sensation at her implantable neurostimulator (ins) pocket site. There were no falls, traumas, or medical procedures related to the pain. The patient had an appointment with her physician on (B)(6) 2012. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).